Event description:
It was reported that during set up of a surgical procedure at the user facility, there are black spots inside the plastic packaging. The procedure was completed successfully with no delay, no medical intervention, and no adverse consequences reported.

Manufacturer narrative:
The reported event was visually inspected and confirmed. Small black particles were returned along with the opened-blister interpulse kit. Further inspection of the foreign material under magnification disclosed it is a plastic material.

Event description:
It was reported that during set up of a surgical procedure at the user facility, there are black spots inside the plastic packaging. The procedure was completed successfully with no delay, no medical intervention, and no adverse consequences reported.